Event description:
#Medwatcher #followup1 #fdamw5039577 #(B)(4) I have had constant pain in abdomen, neck,hip,and migraines,loss of bladder control, loss of gallbladder, loss of appendix unexplained bruising, rashes, teeth issues fillings fall out and they break, loss of sex drive, extreme bloating, heavy periods, can't wear jewelry, diagnosed with irritable bowel syndrome, vision problems that lead to me having temperal artery biopsy at (B)(6). I vomit a lot due to constant nausea.

Event description:
#Medwatcher #followup2 #fdamw5039577 #(B)(4) I also am constantly tired and have extreme fatigue and depression.

Event description:
#Medwatcher #followup3 #fdamw5039577 #(B)(4). My anxiety is out of control causing panic attacks.

Event description:
(B)(4). Unable to get an MRI due to having essure coils to help in stopping the constant pain I'm in.